Event description:
The customer reported that the system displayed an overload fault error message, which caused the system to shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cables were cleaned and regreased. The system was then found to be operating as intended.